Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient and event. Further information was requested but not received.

Event description:
It was reported the patients ipg isn't working. Surgical intervention may take place at a later.

Manufacturer narrative:
Additional information received indicates there is no allegation against the ipg and this event is no longer reportable.